Event description:
It was reported that during total hip arthroplasty in 2007, threaded portion of acetabular inserter broke off during impaction. Threaded tip of the inserter remained attached to the implant. Alternate acetabular shell component was available and used to complete procedure. No sequela to the pt was reported as a result of instrument malfunction.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state this type of event can occur. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility info is available. Evaluation of device found evidence of fatigue fracture.